Event description:
Patient reports trouble walking and having swelling in just one knee after having synvisc injection. Dose or amount: 16mg/2ml. Frequency: once weekly. Route: administer into both knees. Dates of use: (B)(6) 2015 to present. Diagnosis or reason for use: osteoarthritis of the knee.